Manufacturer narrative:
(B)(4).

Event description:
An aneurx and talent stent graft system was implanted in a patient for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. It was reported that a follow up CT scan revealed bilateral type ib endoleaks. The physician implanted two endurant ii limbs bilaterally extending one on each side, resolving the event. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.